Event description:
The customer observed false positive alinity I b-hcg results on multiple patients. The results provided were: on (B)(6) 2025 patient 1: 33yrs old female sid (B)(6) initial= 5.24 iu/l (>5.0 iu/l and < 25.0 iu/l will be no interpretation; grayzone) /recentrifuged and repeated=200.71 iu/l (> 25.0 iu/l =positive) /repeated on another module=5.61 and 4.95 iu/l (< or =5.0 iu/l=negative) additional information provided on 03aug2025: patient 2: 29yrs old female initial=161.25 iu/l /repeated=10.23 iu/l. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed instrument troubleshooting. However, no definitive part was identified as the cause of the issue. A review of the (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the alinity c processing module and customer reported event. Based on the investigation, no product deficiency was identified for alinity c processing module, serial number (B)(6).

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I b-hcg results on multiple patients. The results provided were: on (B)(6) 2025 patient 1: 33yrs old female sid (B)(6), initial= 5.24 iu/l (>5.0 iu/l and < 25.0 iu/l will be no interpretation; grayzone) /recentrifuged and repeated=200.71 iu/l (> 25.0 iu/l =positive) /repeated on another module=5.61 and 4.95 iu/l (< or =5.0 iu/l=negative) additional information provided on 03aug2025: patient 2: 29yrs old female initial=161.25 iu/l /repeated=10.23 iu/l there was no reported impact to patient management.